Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
A review of the product performance data indicated that the threshold trend showed unstable thresholds.

Event description:
It was reported that the patient had multiple pre-syncopal events. An echocardiogram indicated a few instances of no r wave following the p wave. The ventricular lead impedance was high and variable in both unipolar and bipolar. It was noted that the capture threshold was higher in bipolar than in unipolar. During the device check there were two instances on the lead ii electrogram where a pacer output was observed but no resulting qrs. The output on the lead was increased to maintain capture until the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the right ventricular (rv) capture threshold was varying and the rv pacing impedance trend was varying. Ventricular capture management maximum threshold is varying from 1.0 volts to 2.5 volts. Rv pace impedance is varying from a minimum of 1059 ohms up to a lifetime high of 1508 ohms with a current average impedance of 1178 ohms.